Manufacturer narrative:
(B)(4). The device involved has not been received for evaluation and the investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: when the customer inserted the dispensing pin into the bottle, leakage occurred from the dispensing pin. No injury reported.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). One (1) dispensing pin without packaging was returned for further evaluation. Also, one (1) picture was returned from the customer that noted no visual defects. The returned sample was pressure tested per specification and failed. Leakage was spotted between the reflux valve plunger and disk. An unknown white particulate was spotted between the reflux valve plunger and disk. It is unknown where the particulate originated from. The reported defect of dispensing pin leakage has been confirmed. House retains, from the submitted lots, were pulled and tested. No foreign particulates were spotted upon visual examination. While we are unable to determine the root cause of the reported defect, we will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.